Manufacturer narrative:
Retain sample testing pending.

Event description:
Thirty week pregnant woman took pregnancy test and obtained false negative result. Dose hook effect is possible. Even with other brand pregnancy tests by other manufacturers she obtained false negative. Patient has not had a single test giving a positive result. The person reporting this incident has been contacted many times. She never called back. No additional information regarding this complaint available.